Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain 1 of 4. The home patient (hp) disconnected from the homechoice during dwell. Hp did not stop the homechoice or clamp the patient line. The tsr advised hp to start over with new supplies. During troubleshooting, it was determined the hp improperly disconnected from the set up and then reconnected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.